Event description:
It was reported that the patient was experiencing inefficient pain relief from their spinal cord stimulator (scs) device following a fall. The paitent underwent a scs system revision procedure. The explanted device components were disposed by the medical facility. Additional information was obtained indicating that the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inefficient pain relief from their spinal cord stimulator (scs) device following a fall. The patient underwent a scs system revision procedure. The explanted device components were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7076038, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7076047, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).